Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 ultra clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped onto tissue, but the clip did not come out to deploy. Reportedly, it was noted that there was no click sound. It was also observed that the packaging was damaged. The same issue occurred with the second resolution 360 ultra clip. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: conclusion code 67 is being used to capture that the event is no longer reportable. Block h10: investigation results; the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device; however, the clip arm looked bent. Microscope examination was performed, and it was confirmed that activations had not been performed. Functional evaluation was performed using a tortuous fixture, and the clip released from the catheter successfully. Additionally, x-ray analysis was performed on the device, and no discernible defect could be seen. No other issues with the device were noted. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected, and this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation that two resolution 360 ultra clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped onto tissue, but the clip did not come out to deploy. Reportedly, it was noted that there was no click sound. It was also observed that the packaging was damaged. The same issue occurred with the second resolution 360 ultra clip. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The devices were returned. Additional information received on november 09, 2020: it was reported that the clip was able to grasp onto the tissue, but it did not lock nor stay onto tissue. It was also noted that the packaging was not damaged.